Manufacturer narrative:
Sedghi y, collins t, white c. Endovascular management of acute limb ischemia. Vascular medicine journal 2013 18:307. Doi: vmj.sagepu b.com/content/18/5/307. If information is provided in the future, a supplemental report will be issued.

Event description:
Sedghi y, collins t, white c. Endovascular management of acute limb ischemia. Vascular medicine journal 2013 18:307. Doi: vmj.sagepu b.com/content/18/5/307. The purpose of this article was to present a case of acute limb ischemia and discuss percutaneous interventional treatment strategies. The patient is a (B)(6) female complaining of severe left calf pain at rest. She presented with worsening claudication (fontaine iib) that began a week prior to admission and had increased in intensity. The patient also reported associated left lower extremity pallor, but denied paresthesias or motor dysfunction. A 20-cm mcnamara infusion catheter (ev3, irvine, ca, USA) was used. Subsequent angiography revealed evidence of significant thrombus burden within the stents in the left sfa. The article does not state any technical issues during use of the mcnamara catheter.